Manufacturer narrative:
Comparison of a simple angiographic approach with a synergy between percutaneous coronary intervention with taxus and cardiac surgery score¿based approach for left main coronary artery stenting. A pooled analysis of serial precombat (premier of randomized comparison of bypass surgery versus angioplasty using sirolimus-eluting stent in patients with left main coronary artery disease) studies. Doi: 10.1161/circinterventions.117.005374. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via journal article that 316 patients received resolute integrity drug eluting stents as part of a clinical study. Left main and rca arteries were treated. Adverse events reported included, stroke, mi, death and repeat revascularisation.